Event description:
It was reported that the patient experienced power cable disconnect alarms while on battery power. The alarms were initially transient but became continuous. Alarms continued after batteries were replaced. The patient's son attempted to replace the system controller but aborted attempt due to unsuccessful connection of driveline to the new controller. The alarms resolved when the patient connected to the mobile power unit (mpu). The patient arrived to the emergency room (ER) via ambulance on the mpu. In the ER the patient was placed on batteries to recreate the alarms, however, none occurred. The patient is currently connected to the power module. System controller interrogation showed screen of power cable disconnect alarms. Log file review displayed multiple strings of power cable disconnect alarms while connected to batteries beginning (B)(6) 2022 from 8:27 am - 9:20 am. These events did not occur while the controller was connected to the mpu. There was a transient low voltage alarm on (B)(6) 2022 at 9:20 am on batteries. This was due to a transient complete loss of external power to the controller where the emergency backup battery operated on power save mode. There was no interruption in pump support. At approximately 10:02 am, the log displayed driveline disconnect alarms which correlated with attempted controller replacement. The driveline was reconnected at 10:18 am. New log files from (B)(6) 2022 showed no alarms overnight. It seems like the clips were the source of the alarms. Related system controller manufacturer reference number: # 2916596-2022-01997.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect resulting in a system stop; it was reported that the patient's son attempted a controller exchange following several power cable disconnect alarms. The controller exchange was aborted because he could not successfully connect the driveline to the new controller. A specific cause for difficulty inserting the driveline could not conclusively be determined through this evaluation, and a direct correlation with heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be established through this evaluation. Of note, the driveline was able to be reconnected to the original controller without issue. The submitted controller event log file captured a driveline disconnection on 17mar2022 at 10:02:50 resulting in a pump stop with associated driveline disconnected, low speed advisory/ hazard and low flow hazard alarms. The pump was reconnected at 10:03:18, consistent with the attempted controller exchange. The pump appeared to function as intended above the low speed limit before and after the driveline disconnection. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii patient handbook, under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. The patient handbook also outlines all system controller alarms as well as the appropriate actions associated with them in section 5, ¿alarms and troubleshooting¿. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.